Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient had red marks on his skin. The physician wanted to make sure it wasn't infected, thus a revision procedure was performed. During the procedure the it was noted that the electrode was at an odd angle, thus the s-ICD and electrode were both repositioned. Nine months later the patient contacted boston scientific technical services (ts) and stated that his s-ICD and electrode were explanted due to a possible allergic reaction and. The patient noted that fluid had accumulate in pocket area which changed into a fibrous tissue causing the device and electrode to erode through the skin. The patient stated he would work with his physician to determine tolerance of materials and if another device would be implanted. At this time the patient has no products implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that the patient underwent allergy testing where it was determined he is allergic to manganese. Boston scientific technical services (ts) was consulted and discussed this may be found in trace amounts within the products. Per the request of the clinic this subcutaneous implantable cardioverter defibrillator (s-ICD) underwent analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Simulated induction testing was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.